Manufacturer narrative:
Device #3: investigation is not complete. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This is the same event as 1043534-2010-00098, 00099. This report will be updated when the investigation is complete.

Event description:
.